Manufacturer narrative:
We received one 131hf7 catheter with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. The balloon was torn around the circumference at both bonds. Parts of the latex between both bond sites was missing and not returned. All other through lumens were patent without any leakage or occlusion. There was no other visual damage, contamination, or other abnormalities found on the catheter and syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming with the device history review.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that when removing the catheter the clinician noticed that the balloon was missing from the catheter tip. The patient was in stable condition. No further information available at this time.